Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, 410-2000 cga, surefit ground pad with 10ft cabel, 100/case was being used on approximately 25oct2022 and ¿...they have been reported to not stick, leaving skin impressions, and turning brown toward the end of the case...¿. There was no impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of the customer that the device, 410-2000 cga, surefit ground pad with 10ft cable, 100/case was being used on approximately (B)(6) 2022 and ¿they have been reported to not stick, leaving skin impressions, and turning brown toward the end of the case.¿ there was no impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.